Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the little lip around the reservoir was broken. The customer¿s blood glucose level was unknown. The reservoir was able to lock in place when inserted into pump. The insulin pump will be returned for analysis.